Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited looseness of the forceps channel port, residual liquid or foreign material that exited the channel tube, and the following were sticky: grip, up/down plate, and universal cord. There was no patient involvement.